Event description:
A call was received from a cremation center to return an explanted generator and lead from a deceased patient. Cause of death is not known at this time. Location of death unknown nor circumstances surrounding their death. Good faith attempts are underway for further details.

Manufacturer narrative:
Supplemental MFR report #1 inadvertently listed the wrong suspect device. Mfg date: corrected data.

Event description:
The state vital records do not release death certificates to device manufacuturers.

Event description:
On (B)(4) 2013 a sudep evaluation was performed by the manufacturer and it was determined to be possible sudep at this time. Product analysis on the lead was completed on the lead. Scanning electron microscopy images of the positive coil show that pitting or electro¿etching conditions have occurred at the cut/torn end of the coil. Scanning electron microscopy images of the positive coil shows that the coil was cut/torn. The early stages of what appears to be a secondary fracture was identified in the vicinity of one of the coil strands. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads). Scanning electron microscopy images of the negative coil show that a stress-induced fracture (due to rotational forces) occurred at the coil end. Secondary fractures identified in the vicinity of one of the coil strands appear to indicate the stress-related primary fractures were most likely created during the explant procedure. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis on the generator was also completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.957 volts as measured during completion of the final electrical test, shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator. It was also indicated that the impedance value went from 10,028 ohms to 22,207 ohms on (B)(6) 2013 (after explant).

Manufacturer narrative:
Lead fracture appears to be most likely created during the explant procedure.